Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion is located in a calcified and moderately tortuous left common iliac artery. On the first inflation, the f/g sterling otw 8.0 x 20/80 (4f) balloon was inflated to six atmospheres and ruptured. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).